Manufacturer narrative:
The plant investigation has not yet been completed. A follow up report will be filed upon completion of the investigation.

Event description:
A hemodialysis impatient user facility has reported that during treatment a blood leaked occurred. The leak was visually observed at the cap. Blood test strips were used and tested negative. Estimated blood loss was unknown. The patient did not require any medical intervention. Sample is not available.